Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having issues with no delivery alarms for the past 10 days. Customer stated the first one she left the set in for four days, she had forgotten that she had it in. Did a set change and in two days it alarmed again. Did another set change and in two days it alarmed again. Customer does not recall blood glucose level. Troubleshooting was performed. Fixed prime was performed insulin did not exit and device alarmed. Customer was advised to disconnect reservoir from the insulin pump, disconnect and reconnect reservoir and infusion set. Manually pushed insulin through tubing and insulin did exit. Performed manual prime and insulin did exit. Blood glucose of 120 mg/dl was captured. No further information reported.